Event description:
It was reported that during dft testing, intermittent ventricular undersensing due to low r-waves led to an inappropriate return to sinus and failure to treat vf. The patient was externally cardioverted. When lead repositioning was unsuccessful the lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.